Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to start up. Upon functional testing fse found that system and applications were crashed. To resolve the issue fse reinstalled system and applications, configured the system which resolved the issue temporarily, later fse replaced host-pc, ippc, installed the system software and created the database. After this the issue didn¿t reoccur and the system was returned to use in good working order.

Event description:
It has been reported to philips that the system failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.